Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named, is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During the getinge-serviced preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the field service engineer (fse) discovered fault codes in the iabp's diagnostic fault logs. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The getinge fse that discovered the issue reported that after discovering many alarms in the diagnostic fault logs, he attempted to reload the software, and the iabp would no longer boot up. To resolve the issue, the fse replaced the executive processor board and the video generator board and the iabp then accepted the software. The fse then performed complete pm with full calibration, functional testing and safety check to factory specifications. The iabp passed all tests and was returned to customer for clinical use.

Event description:
During the getinge-serviced preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the field service engineer (fse) discovered fault codes in the iabp's diagnostic fault logs. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Corrected field: of initial MDR ( please note the initial MDR should have read12/21/2017 as the issue was discovered by a getinge representative on this date).

Event description:
During the getinge-serviced preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the field service engineer (fse) discovered fault codes in the iabp's diagnostic fault logs. There was no patient involvement and no adverse event reported.